Event description:
Patient presented to the physician with pain at the ipg site. Physician brought the patient into the or, repositioned the ipg and leads, sutured the device, and closed the chest incision.